Event description:
Customer states: "punction of the kidney pelvic, hi wire introduction, via the hiwire introduced a 5 fr. Tieman uretercatheter, remove of the 5 fr. Introduction of the 7 fr. Pcn catheter, remove of the hiwire without the coating on the tip about 20cm approximately."

Manufacturer narrative:
One unopened wire guide was received as well as one opened wire guide still in the packaging coil with a falcon tube attached containing the sheath. 20.4cm of wire of the distal tip was exposed noting the wire to be coiled 6.7cm from the tip. The sheath that was still attached was noted to be gouged 4mm from the point of separation. The falcon tube contained 10cm of the sheath; approximately 10cm of sheath still missing. Due to the packaging being returned, the IFU was still attached to the back. The IFU has a caution statement indicating: "when using wire guide through a metal cannula/needle, use caution, as damage may occur to outer polyurethane coating". Information received from the distributor to date indicates the patient still has a segment of the coating in his kidney pelvis. The distributor also noted that the patient has not undergone any additional procedures as of yet as well as receiving antibiotic therapy to resist infection. The distributor did note that the physician did use a 17 gauge needle during the procedure. The distributor has been contacted for additional information concerning the patient as well as the remainder of the product. Further investigation is currently underway. As soon as additional information becomes available, it will be forwarded.